Event description:
It was initially reported that for the last two months, the patient had an increase in seizure frequency and was recently hospitalized for his seizures. The nurse indicated that the last known diagnostics were performed in 2004, which were within normal limits. It is unclear if the current seizure frequency is above pre-vns baseline levels. It was noted that the patient has been having about 6 seizures a day and the physician has tried adjusting the medications, but the issue hasn't resolved. Diagnostics have been done and the device isn't at eos, but the doctor wants to go ahead and replace the generator to rule out the vns as a possible contributory factor since that is all that is left at this point. The patient has been referred for device replacement. Search performed in the manufacturer programming history database showed the last known diagnostics were performed in 2006, which were within normal limits. A battery life calculation was performed, which resulted in approximately 1.99 years until eri=yes.